Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') and cardiac failure congestive ('congestive hearth failure') in a 48-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted- no". The patient's medical history included cesarean section, hot flashes, night sweats, vaginal dryness, motor vehicle accident, headache, arthralgia multiple, libido decreased, back pain, cesarean section, tingling, numbness, sore throat, dizzy, ear pain, fatigue, pregnancy test negative, postmenopause, nausea and cephalgia. Previously administered products included for an unreported indication: zoloft, metolazone, coreg, carvedilol and lasix. Concurrent conditions included uterine bleeding, diabetes mellitus, hypertension, migraine, diabetes mellitus, diabetic neuropathy, pain in thoracic spine, myalgia, amenorrhea, vaginal dryness, female sexual dysfunction, cervical disc disease, gastrointestinal disorder nos, appetite lost and inability to orgasm. Concomitant products included acetylsalicylic acid (aspirin) from 2012 to 2014, alogliptin since 2010, atorvastatin from (B)(6) 2017 to (B)(6) 2018, carvedilol (coreg) since (B)(6) 2017, carvedilol from (B)(6) 2017 to (B)(6) 2018, cefixime (flexeril) from (B)(6) 2012 to (B)(6) 2016, furosemide (lasix) since (B)(6) 2017, glibenclamide (glyburide) from (B)(6) 2015 to (B)(6) 2016, glipizide since 2010, hydrocodone bitartrate;paracetamol (norco) from august 2012 to (B)(6) 2016, ibuprofen from (B)(6) 2012 to (B)(6) 2016, insulin glargine (lantus) from (B)(6) 2016 to (B)(6) 2016, lisinopril since 2010, medroxyprogesterone acetate (depo provera) since 2000, metformin from (B)(6) 2012 to (B)(6) 2013, metolazone, mirtazapine (remeron) from (B)(6) 2015 to (B)(6) 2016, pregabalin from (B)(6) 2012 to (B)(6) 2013, sertraline hydrochloride (zoloft) since (B)(6) 2013 and valsartan from 2010 to 2014. On (B)(6) 2013, the patient had essure inserted. In march 2013, the patient experienced pelvic pain ("pelvic pain/pain: pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes or skin conditions type: rashes/skin rash"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and the first episode of anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced the second episode of anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), cardiac failure congestive (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), back pain ("pain: lower back area"), menstrual disorder ("menstruation issues"), tooth disorder ("dental problems") and muscular weakness ("I feel week in my legs") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, back pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, rash, fatigue, migraine, headache and nausea had not resolved and the cardiac failure congestive, tooth disorder, hormone level abnormal, alopecia, dyspareunia, the last episode of anxiety and muscular weakness outcome was unknown. The reporter considered alopecia, back pain, cardiac failure congestive, depression, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, muscular weakness, nausea, pelvic pain, rash, tooth disorder, vaginal haemorrhage, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: she is currently planning for essure removal. Discrepancy noted in essure implant date (B)(6) 2012 and (B)(6) 2013. As per mr dated (B)(6) 2020 patients wants a hysterectomy ( also has hysterectomy n/v) but patient has not had a hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: both fallopian tubes were blocked successfully. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal spotting most recent follow-up information incorporated above includes: on 29-mar-2021: mr received: reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), genital haemorrhage ("abnormal bleeding (general)") and cardiac failure congestive ("congestive hearth failure") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted- no". The patient's medical history included cesarean section, hot flashes, night sweats and vaginal dryness. Concurrent conditions included uterine bleeding, diabetes mellitus, hypertension and cephalgia. Concomitant products included acetylsalicylic acid (aspirin) from 2012 to 2014, alogliptin since (B)(6) 2010, glipizide since (B)(6) 2010, lisinopril since (B)(6) 2010, medroxyprogesterone acetate (depo provera) since 2000 and valsartan since (B)(6) 2010 to 2014. In 2012, the patient experienced the first episode of anxiety ("mental anguish"). In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/pain: pelvic area"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: rashes/skin rash"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and the second episode of anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), cardiac failure congestive (seriousness criterion medically significant), back pain ("pain: lower back area"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems") and asthenia ("I feel week in my legs") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, back pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, rash, fatigue, migraine, headache and nausea had not resolved and the cardiac failure congestive, tooth disorder, hormone level abnormal, alopecia, dyspareunia, the last episode of anxiety and asthenia outcome was unknown. The reporter considered alopecia, back pain, cardiac failure congestive, depression, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, tooth disorder, vaginal haemorrhage, the first episode of anxiety and the second episode of anxiety to be related to essure. No further causality assessment were provided for the product. The reporter commented: she is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-dec-2018: pfs received - new events added-congestive hearth failure, essure confirmation test(s) conducted- no, dyspareunia, depression,I feel week in my legs and mental anguish. Concomitant drug were added and other relevant history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.